Event description:
In response to form 483 issued to spectranetics on (B)(4) 2010, observation #2, all vigilance reports filed, will also be filed with the FDA for all same/like devices sold in the us. During the use of the thromcat catheter on a male pt with an acute mi in the lca, the catheter's helix tip fractured. The physician removed the device from the pt's body and utilized another thromcat catheter and completed the procedure. There was no pt injury as reported by the attending physician.